Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun, but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, large, and a hemostatic valve separation, and brim cap detachment occurred. It was reported that the hemostatic valve and the orange port of the carto vizigo¿ 8.5f bi-directional guiding sheath, large, got separated from the hub in one piece. Blood backflow (5cc) was observed. Patient¿s hemodynamics was not compromised due to the issue experienced. No intervention was required to stop the bleeding. No air entered to the patient¿s body. The sheath was replaced, and the procedure continued without further issues.

Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation and brim cap detachment occurred. It was reported that the hemostatic valve and the orange port of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large got separated from the hub in one piece. Blood backflow (5cc) was observed. Patient¿s hemodynamics was not compromised due to the issue experienced. No intervention was required to stop the bleeding. No air entered to the patient¿s body. The sheath was replaced, and the procedure continued without further issues. Device evaluation details: the device was inspected and it was found the hemostatic valve and the brim cap were missing so that no more analysis could be performed. Considering this, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. These findings of the hemostatic valve and brim cap missing (detached) continue to be deemed MDR reportable. A device history record evaluation was performed for the finished device number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator, however, this cannot be determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)